Event description:
It was reported that the after left kidney ureteral stone surgery, while giving continuous bladder irrigation to the patient, it was found that the triple lumen foley catheter ureter y-connector was broken, immediately reported to the doctor and replaced the ureter, and they hope that the manufacturer would issue and give a test report. Please indicate, the catheter was re-inserted. The patient was very angry and asked the hospital and the manufacturer to give an explanation. There was a great risk of medical disputes. The user had been exposed to hazardous materials, blood or body fluids.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the attached photo, it was observed that there was a tear at the bifurcation area of catheter that allowed water to leakage. Further functional testing and full investigation could not be perform due to no sample returned for evaluation. Therefore, the exact cause of how and when problem occurred could not determine. A potential root cause for this failure could be over dipping caused stripping difficulty, torn funnels and premature deflators and also might be contributed by user-mishandling the product etc. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: structure and composition: the product include three series: bardex, bardic and bardia. The composi-tion of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, infla-tion cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical inter-face, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Steri-lized by gamma radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile un-less package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after left kidney ureteral stone surgery, while giving continuous bladder irrigation to the patient, it was found that the triple lumen foley catheter ureter y-connector was broken, immediately reported to the doctor and replaced the ureter, and they hope that the manufacturer would issue and give a test report. Please indicate, the catheter was re-inserted. The patient was very angry and asked the hospital and the manufacturer to give an explanation. There was a great risk of medical disputes. The user had been exposed to hazardous materials, blood or body fluids.